Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. This device was explanted and replaced. This device has been returned for analysis. No adverse patient effects were reported.